Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested, but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an laparoscopic hysterectomy, the device jaws became locked on tissue. The surgeon pried the device off the tissue in order to remove it. There was no pt injury.